Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 4:30am at home. The caller stated that the end-user was unresponsive, so he tested her blood glucose with her prodigy meter and received a result of 167mg/dl. A normal result for the end-user for that time of day is usually between 120-135mg/dl. Caller stated that he immediately called paramedics and attempted to give the end-user water, no food or medication was consumed while they waited for paramedics to arrive. Paramedics arrived about 10 minutes later and tested the end-user with their meter and received a result of 33mg/dl. Paramedics treated the end-user with insulin (caller was unsure of amount or type) a peanut butter sandwich and crackers. Paramedics did not test the end-user with her prodigy meter. The end-user was not transported to the hospital. She was told by the paramedics to eat drink water and to take her insulin at bedtime. The end-user takes 12 units of levemir daily. No additional information was provided.